Event description:
It was reported that the user experienced recurrent morning hypoglycemia while using the ilet, including an event with a documented glucose of 39 mg/dl following a late bedtime snack and subsequent automated corrections, with frequent pump pauses during lows and exercise; low and urgent low alerts were received, and the user treated with oral carbohydrates per guidance. Symptoms included shakiness and sweating. Outcomes included urgent low glucose with self-treatment and no hospitalization. Investigation included troubleshooting and education on hypoglycemia treatment and referral to clinical support for potential setting evaluation. Investigation of this case revealed no device malfunction reported and suggested user-related factors such as frequent pausing and late snacks with subsequent corrections as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.